Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. System error log review was conducted on 03-mar-2021 for a procedure on (B)(6) 2021 on system sk1598. While multiple system messages were present, there were no observed events in the system logs that would suggest a related product issue and logged events are in line with normal system functionality. An instrument log review was also conducted. A single use curved-tip sureform 45 stapler instrument pn: 480545-04 // ln: l90201130-0227 // sn: (B)(4) was recorded as being used during this procedure as were nine blue sureform 45 reloads pn: 48345b. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found that curved-tip sureform 45 stapler pn 480545-04 // ln: l90201130-0227 fired twelve reloads (9 blue followed by 3 white). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the case. An isi clinical development engineer (cde) reviewed the procedure video clip and clinical review; results were as follows: the video shows a leak test being performed on the staple line. The bubbles indicate that there is a leak; however, due to the amount of liquid on the screen, it is hard to determine where exactly the leak is coming from. If the tissue being stapled on was fragile, then handling the tissue forcefully may cause it to tear. The second procedure may be due to the repair method used. The patient¿s history of smoking may have caused irritation and damage to lung tissue. While the surgeon alleged a firing issue with a sureform stapler instrument, there is no information provided that meets the criteria of a reportable malfunction. Although the patient experienced operative complications, there is insufficient information provided to determine that a sureform instrument or reload malfunctioned in a way that could contribute to an adverse event if it were to recur. Additionally, intervention of pro-gel application was used to address intra-operative leak within the same procedure which is not considered as medical intervention. However, there were post-operative complications and additional repair with a second procedure was required to resolve the issue. At this time, the root cause of the reported issue and the post-operative complication which required intervention is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, toward the end of the case, the surgeon noticed an air leak ¿in the stapled link¿. The surgeon used pro-gel to seal the leak during the same procedure. On 02-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon regarding the reported event: during a da vinci-assisted left lower lobe pulmonary lobectomy procedure on (B)(6) 2021, a curved-tip sureform 45 stapler instrument with a blue reload was used on ¿lung parenchyma¿ tissue. At the end of the procedure, the surgeon performed a leak test and found an air leak which was described as ¿a small hole that was a half a centimeter off the staple line¿. The surgeon said, ¿it looked like trauma from grasping tissue but the surgeon said that he didn¿t recall ¿grabbing the lung there¿. The surgeon confirmed that he was not using a da vinci instrument to maneuver the lung. The surgeon alleged a staple line issue for which the surgeon applied ¿pro-gel¿ to seal the leak during the da vinci procedure. The da vinci procedure completed with no additional complications. The surgeon said that the same stapler instrument was used throughout the procedure, there were no system errors or messages, and 100% clamp was achieved with no issues noted at the time of firings. Post-operatively, ¿post-op day 5, the patient presented with ¿crepitus; or, air under the skin¿. A chest x-ray was performed and a second, video-assisted thoracoscopic surgery (vats), procedure was completed on (B)(6) 2021. The surgeon confirmed and repaired the air leak that was described as being in the same area as previously noted. The surgeon repaired the air leak by using an ¿ethicon 60mm stapler with buttress¿. The surgeon said he, ¿looked with fluid and there was no other leak¿. The second vats procedure completed without complication and no report of post-operative complications. The patient was reported recovering.